Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the (B)(4) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, it appears that patient factors (history of rbbb) in combination with procedural factors (bav procedure and pressure from the implanted valve on the cardiac structures) likely contributed to the av block. A pacemaker was not implanted initially due to the patient¿s unstable condition. At this time, there is still no evidence of permanent pacemaker implantation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, post bav, an av block occurred requiring a permanent pacemaker implant. Prior to the tavr procedure, the patient had a medical history of complete right bundle branch block (crbbb). After bav,the patient experienced av block and back up pacing was initiated. Post deployment of the 23mm sapien xt valve, the patient¿s rhythm did not return to normal and a temporary pacing was resumed. At that time, the patient¿s rhythm returned, however, the p wave did not correspond to the qrs. The patient left the operating room with the temporary pacemaker in place. A permanent pacemaker implantation could not be performed due to the patient¿s unstable condition related to renal and respiratory complications. The patient was under follow-up observation and the temporary pacemaker remained in place. To date, there has been no permanent pacemaker implanted.